Event description:
Customer responded to a trauma call involving a male approximately 250lbs, patient condition unknown. Customer connected patient to device. Customer reported device did not display data. No reported adverse patient outcome. Device returned to manufacturer. Manufacturer was unable to isolate intermittent malfunction. Device returned to customer.